Manufacturer narrative:
Received one device. Visual inspection found no damage, alarm history confirmed complaint. Initial speaker test values were 1-9, 2-19, 3-40, 4-77, 5-135. Updating software from v1.6.1 to v1.6.5 had no change to speaker test values. After replacing the main speaker the new test values are 1-13, 2-27, 3-54, 4-117, 5-185. Clutch and leadscrew appear worn. Internal cracks found in plunger cases. Barrel clamp guide encrusted with liquid residue. Replaced all damaged and worn parts as well as the barrel clamp guide, rod and spring per fc048. Loaded standard 1a12 configuration and recalibrated all sensors. Pump passes all functional testing. No other issues found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had primary audible alarm. The event occurred during testing.